Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated dental implant was returned for investigation. However, the reported unknown zimmer abutment was not returned. Therefore, visual inspection of the abutment could not be performed. Visual inspection of the as returned implant identified damaged platform, collar and internal hex. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the implant was damaged and the abutment was not returned for assessment. The devices had been placed on tooth # 19 for approximately 1 year. X-ray or picture images were not provided. DHR review and complaint history reviews could not be performed since the lot and item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported that an abutment had loosened and resulted in implant¿s drive feature damage. The implant was returned and the reported complaint (damaged drive feature) was confirmed. However, the abutment was not returned and the reported loosening could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the unknown zimmer abutment loosened and the the loosened abutment caused the internal driver feature of the implant to become stripped and unusable. The implant was removed.